Manufacturer narrative:
Concomitant medical products: 5054-52 lead implanted: (B)(6) 1999.

Event description:
It was reported that the patient's lead had undefined, high impedance. It was further noted that the lead exhibited a polarity switch and was later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.